Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the clinical logs show that of the five segments that were analyzed, only one segment was deemed shockable. A minimum of two of three segments must be deemed shockable to issue a shock advised prompt. It was concluded that the device worked as designed within the limitations of the technology available. Analysis for reports of this type has not identified an increase in trend.